Event description:
Paramedics used the device to administer external pacing on a patient (details not reported). The device allegedly displayed a "pacing leads off" warning message intermittently and pacing stopped. A backup defibrillator/monitor/pacemaker was made available and used with no other problems reported. The patient outcome was not known.